Manufacturer narrative:
H6 ime e2402: low iron. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced scarring, foreign body reaction, hematoma, swelling, pain, pressure, bleeding, swollen and tense groin, yellow discharge from wound, abscess, low iron, hernia recurrence, groin lump, & discomfort. Post-operative patient treatment included biopsy, evacuation of groin hematoma, hospitalization, antibiotics, cauterization of bleeding point, use of surgicel & colotamp into cavity, groin exploration and washouts, IV antibiotics, iron supplements, wound care, wound vac, hernia sac reduced, & hernia repair with mesh.